Event description:
Internal reference: (B)(4)/onesupport (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer: maquet medical systems USA (B)(4). Contact person: (B)(6). The device in question was investigated by a field service technician. According to the service order the rotaflow console with the serial number 90437888 was checked and no malfunction was observed. Maintenance work according to manufacturer's specifications, carried out in accordance with service protocol. Functions and calibration checked function test and test run ok. The failure could not be reproduced and no parts were replaced. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: device shows "head error" when the flow appears. Patient was already connected. Spare device and staff are available. Replacement device can be recognized immediately. No harm for patients according to the cardiotechnology. Internal reference: (B)(4).